Event description:
During the procedure the temperature would not go above 30 with the diffuser tip fiber. A second fiber was tried causing the same problem. The second fiber was tried again and the temperature quickly rose above 90 degrees and then the power dropped to 0. The case was then aborted. The pt is to be rescheduled next month.